Event description:
It was reported that the system had poor image quality. (Grainy images and lines on monitor), and that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the power connector for the cine bridge was plugged into the wrong connector. Ge rep replaced the connector and a blown fuse. System operates as intended.